Event description:
It was reported that while a ventilator pt was undergoing an endoscopy treatment, the ventilator switched over to standby mode by itself without any manual input. The anesthesia nurse that was with the pt during the treatment called for the respiratory therapist, who performed a circuit test for the ventilator. After the respiratory therapist had walked out of the room, the ventilator set itself to standby mode again. The ventilator was after that taken to rt dept for logs and sys check. There was no pt harm. (B)(4).

Manufacturer narrative:
The hospital did not request svc, but downloaded the device logs. No parts were replaced. Eval of the device logs shows that the ventilator sys has been set to a standby mode on three separate occasions on the reported date of event. A successful pt circuit test was performed shortly after the second standby mode. The log entries "standby button activated" and "standby button confirmed" preceded all the standbys on the day of the event. The logs do not contain any technical error codes at the day of the event. By design the ventilator is set to the standby mode by pressing the start/stop (standby) ventilation key which is logged as "standby button activated". A dialogue window then appears on the screen with options "yes" and "no". By pressing "yes", the ventilator is set to the standby mode, thereafter the ventilation curves and the measured values on the screen are replaced by a large window with the text 'standby". This is logged as "standby button confirmed" and 'standby". Ventilation resumes from standby pressing the same start/stop (standby) ventilation key and this is logged as "ventilation start". The conclusion in the matter is that there was no ventilation malfunction at the time. The ventilator did not set itself to standby mode. All the standbys were actively induced as per design. The cause is therefore attributed to user error.